Manufacturer narrative:
Product complaint # (B)(4). Date of event: exact day of the month unknown. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Sigmoid cancer. What healthcare professional fired the device and what is his/her experience with the device? Colorectal surgeon, unknown experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? The anastomosis was created with a firing of the stapler but we encountered resistance when attempting to withdraw the eea stapler. The a portion of the stapler was stuck at or above the anastomosis. In the process of attempting to disengage the stapler, the anastomosis was disrupted. The stapler was withdrawn and the anastomosis examined. Only a small portion of the anastomosis remained intact so the anastomosis was deconstructed using electrocautery. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was there difficulty opening the adjusting knob? Unknown. Or, was there difficulty removing the device from the patient? Yes. What specific steps were taken to remove the device? See above were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation? If so, please describe the shape. Unknown. Was the procedure converted to open due to the issues experienced with the device? Yes. Was the ileostomy planned? Yes. Will the ileostomy be reversed? No. What is the current status of the patient? Discharged with no issues. Was the device saved? If so, will it be returned for evaluation? No, not saved. (B)(4).